Event description:
Pt presented to ER, on 08/30/2000, with atypical chest pain. Pt and family refused invasive cardiac workup, desired medical therapy only. On 09/01/2000, pt developed respiratory distress and failure and required intubation, lidocaine, and dopamine. Transferred to ICU. Developed severe bradycardia and asystole. Treated with atropine and epinephrine. External pacer placed with sensing and minimal capture, but no pulse without CPR. During code, pacer read, "fault error". CPR continued and new pacer placed. New pacer sensing but no capture. No pulse without CPR. Physician pronounced pt. ER physician and cardiologist feel that pacer error had no impact on pt outcome.